Event description:
The user facility reported that during a stent replacing procedure, the physician observed arterial bleeding from the ampulla when the subject device was removed from the biliary duct of the pt. The user facility reportedly performed hemostasis, but an outcome of the pt is unk.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more detailed information. The user facility reported that x-ray before the removal had found that the subject stent was up to the intra hepatic duct. The physician commented that since the intra hepatic duct was narrower than the pigtail of the subject device and the pigtail was not able to curl over, the stent had been rubbing at the wall of the duct. The device referenced in this report was not returned to olympus medical systems corp (omsc) for evaluation, since the facility discarded the device. However, there were no abnormalities related to the event in the were no abnormalities related to the event in the manufacturing record of the same product in past one year. The phenomenon is likely due to a general procedural accident caused by a pt's constitution or procedure. This report is being submitted as an MDR in an abundance of caution.